Event description:
It was reported to boston scientific corporation in 2008, that a soloist single needle electrode was used during a radio frequency ablation procedure of the liver. According to the complainant, "after the procedure the physician reported that the patient had a superficial skin burn approximately the size of a quarter. The burn was on the right upper quadrant of the thoracic area". The physician reported that "this burn may have been due to the lidacaine injection that was injected before the procedure. The physician also injected an additional amount of lidacaine during the procedure because the patient was moving around slightly". The burn was "treated with silvadene cream". The procedure was completed with the same soloist single needle electrode. No serious injury was reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Four days later, additional info reported that the burn was at the soloist needle insertion site, where the physician had attached a hemostat to hold the soloist probe in place.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.